Manufacturer narrative:
The field service representative (fsr) replaced the sensor. The unit operated to manufacturer's specification.

Event description:
It was reported that during priming of the device for cardiopulmonary bypass (cpb), the yellow level sensor had a damaged cable and was continuously alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) attached the yellow level sensor to lab use only (luo) testing equipment. Once the level system was set up and turned on, a 'level disconnected' message appeared and the sensor failed to operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.